Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. Investigation confirmed that the audio bolus button cover is missing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were ticking and intermittently unresponsive. A family member reported that the contrast and down arrow keypad buttons have been sticking and require multiple hard presses to obtain a response for the past 6 weeks. She also reported that the audio bolus button cover fell off today. The family member denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that the pt wears the pump in his pocket.